Event description:
It was reported that the patient presented with a right ventricular lead that exhibited noise. No intervention was performed. The patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.